Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient had a red light on their remote control. It was then discovered the patient had open (high) impedances on all four electrodes. The patient's lead was tested with the stim clip to ensure there were open impedances prior to removing it. There was a noticeable bend in the lead after it was removed. The patient underwent revision surgery of their tined lead. There were no patient complications reported. The patient is doing well.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is being filed for a correction to field h6. The visual inspection showed a deformed lead. Further investigation showed that lead had open impedances, indicating wire fracture. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. This investigation is assigned the overall conclusion code of cause not established. Although device was returned and analysis confirmed fracture damage, this conclusion was selected as the information available was insufficient in determining the cause of the damage. However, it is most probable that the damage identified during analysis likely contributed to high impedance and red light as reported.

Event description:
It was reported the patient had a red light on their remote control. It was then discovered the patient had open (high) impedances on all four electrodes. The patient's lead was tested with the stim clip to ensure there were open impedances prior to removing it. There was a noticeable bend in the lead after it was removed. The patient underwent revision surgery of their tined lead. There were no patient complications reported. The patient is doing well.